Event description:
Blood pressure decreased. Information was received on 31-jul-2006 from a surgeon regarding a female patient. In 2006, the patient underwent a high anterior resection for rectal cancer with no preoperative complications and no concomitant medical devices. One sheet of seprafilm was placed under the midline abdominal incision and then the incision was closed. The patient's blood pressure decreased to the 30's five minutes after the seprafilm placement when the surgeon closed the incision. Blood tests were ongoing to confirm anaphylactoid shock. The patient recovered without sequelae as of the next four days. The surgeon assessed the event as serious and the causality as probable.